Manufacturer narrative:
(B)(4) a visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) of batch number 74m1700486 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. Root cause in unknown. No corrective actions can be assigned. In order to perform a proper and thorough investigation to confirm the alleged defect, determine a root cause and establish any corresponding corrective actions, it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the device failed pre use safety check because of a leak. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). -procode corrected to cai. One unit of catalog number 1613 (ventilator tubing set, long length) was received for analysis. The sample was not received in the original packaging. It was also noticed that some of the components were missing. Functional leak testing was performed and the sample failed. The sample was then submerged in water and leaks were detected. Based on the investigation performed, the reported complaint was confirmed. A non-conformance was opened to address this issue.

Event description:
Customer complaint alleges the device failed pre use safety check because of a leak. There was no patient involvement reported.